Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr)had the cg cycle the power on the homechoice to clear the alarm and to advance the device to press go to start. The tsr assisted the cg in disconnecting the patient using proper aseptic technique. The tsr advised care giver to start over with all new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.